Event description:
The technician found a note on the bed that stated the nurse call is not sending a signal to the nurse's station. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician investigated and found no visible damage to the communication cable but the cable fails the electrical reading. The most likely cause is the cable not being disconnected or stowed properly before transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.